Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
It is reported that 3.0mm threaded pin tip was fractured during surgery. The surgeon could not remove the broken piece. The instrument was returned for review. Visual inspection shows scratches were observed along the proximal end near the fractured tip indicative of use. Review of the device history record did not find any deviation or anomalies. Dimensions were found conforming to print specifications where measured. The device was used for treatment. The package insert included with these instruments states, "do not subject instrument to high loads and/or impacts as breakage can occur. Check the guide wire position frequently using fluoroscopy to prevent unintended guide wire advancement or penetration into surrounding tissues". A definite root cause cannot be determined of the reported event with this given information.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the guide pin fractured. A piece of the pin was left in the patient's bone and could not be removed.